Event description:
Related manufacturer reference number: 3006705815-2022-18647. It was reported that the patient lost therapy due to ipg being operable. Additionally, one of the patient¿s leads had high impedances. As such, surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue. Reportedly, therapy was restored post operatively. Investigation was unable to determine which of the 2 leads had high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000108532.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
Corrected data a1: date of birth.